Event description:
The customer falsely elevated architect ca 19-9xr results on one patient. The results provided were: on (B)(6)2023 sid (B)(6)=52.85 iu/l /repeated on (B)(6)2023=80.44 iu/l /repeated on (B)(6)2023=51 iu/l it is unknown if the patient has been diagnosed with pancreatic cancer. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data of architect ca 19-9xr reagent lot number, 49397fp00. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the architect ca 19-9xr reagents in the field was reviewed using data gathered via abbottlink from customers worldwide the median value of the patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr reagent lot number, 49397fp00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).

Event description:
The customer falsely elevated architect ca 19-9xr results on one patient. The results provided were: on (B)(6) 2023 sid (B)(6) =52.85 iu/l /repeated on (B)(6) 2023=80.44 iu/l /repeated on (B)(6) 2023=51 iu/l it is unknown if the patient has been diagnosed with pancreatic cancer. There was no reported impact to patient management.